Event description:
On 16-oct-2019: follow up information was submitted because the complaint investigation results showed that the reference samples were visually inspected and tested for static pull of tubing-tubing connector and all the test results were within specifications. Based on the result method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while unwrapping the tubing, the infusion set tubing came apart. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On 27-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. On 16-oct-2019: follow up information was submitted because the complaint investigation results showed that the reference samples were visually inspected and tested for static pull of tubing-tubing connector and all the test results were within specifications. Based on the result method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while unwrapping the tubing, the infusion set tubing came apart. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while unwrapping the tubing, the infusion set tubing came apart. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.